Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure. Reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The us complainant had an impella 5.5 support ongoing for 16 days of the caridiomyopathy admission. The team noted on day 16 that there was high purge/purge system blocked. Additionally, they noted prior there was a purge leak. There was no harm and the pump remained on for another 2 days despite the purge alarms. The patient then was explanted as bridged successfully to transplant.

Manufacturer narrative:
The investigation into the high purge pressure and the purge leak ¿ pump has been completed since the initial report was submitted. The product was not returned for investigation. The data log does not indicate a prior event of a purge leak. According to clinical records, the cause of the high purge pressure issue was most likely kinked purge line, based on data log review.